Event description:
Additional information: it was indicated that the stalls were at multiple occasions, variable times. Patient was hospitalised due to the event; however had no signs/symptoms due to the evnet; patien outcome was not stated.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Pump passed all testing. It was observed during one of the testing that the pump contained only slight non-significant corrosion. Submitted logs showed motor stalls with recoveries, one on (B)(6) 2013, two stalls with recoveries on (B)(6) 2013 and one on (B)(6) 2013. Final analysis was performed and pump components were thoroughly inspected and showed no additional significant anomalies to be determined as the root cause for the short duration field stalls and recoveries.

Event description:
It was initially reported that the pump stalled and that the stall recoveries were within and more than 2 hours. The pump was replaced. Patient symptoms were unknown to the reporter. Drug delivered was baclofen (gablofen). It was later reported that there were multiple stalls; four stalls were noted on logs ranging from "5 min to 30 min." Cause of the stalls were unknown. Patient outcome was unknown to the reporter.